Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. . Reportedly, the customer was in and out of consciousness. Customer's parent administered oral glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.